Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose levels (500 mg/dl). Reportedly, a bolus was delivered to stabilize blood glucose levels, and customer required assistance from the school nurse. Recommendation was made to discuss diabetes management with the customer's health care professional.